Event description:
Customer reported that erroneously low glucose results were generated by the unicel dxc 800 synchron system. The erroneous results were not reported out of the lab. The samples were repeated and the results obtained were within expectation. There was no death, injury or change to the pts' care or treatment. The specific number of pt samples involved is not known.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. A damaged glucose electrode was found. The fse replaced the glucose electrode; the issue was not resolved. Accordingly, the fse then replaced the glucose module reagent pump. The system was functioning within spec. Although, several parts were replaced, the specific root cause of this event could not be identified. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.